Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was connected to the pump while performing a load fill tubing step. Blood glucose (bg) level was 36 mg/dl. Paramedics were called and the customer was transported to the emergency room (ER). The customer was treated with intravenous insulin, juice and food. The customer left the ER with a bg of 200-300 mg/dl.